Event description:
During 2002, the dr applied the fixator to the pt to lengthen the 4th metatarsal. The pt was partial weight-bearing in 5/2002. It was noticed that the fixator clamp had broken. Distraction was not lost and the dr replaced the entire fixator in the or with another of the same model. Two or three weeks after the fixator was replaced, it was noticed that the new clamp had broken in the same position. The dr removed the fixator and replaced it with another of a different model.